Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that server is communicating and there is no disconnected flag. A technical support specialist, confirmed that issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system patient not crossing over to pyxis. The customer stated that there was a delay in medication and they are able to retrieve the medications directly from the pharmacy. There were no adverse events or injuries reported based on this incident.